Event description:
It was reported that the right atrial lead dislodged twice. It was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that there were no anomalies found. Blood was present in/on the helix mechanism.